Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter tray system did not include the syringe of lubricating jelly. Customer stated that two syringes of sterile water instead of lubricating jelly syringe.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect operation¿. It is unknown whether the device had met relevant specifications. The product was not used on the patient. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the foley catheter tray system did not include the syringe of lubricating jelly. Customer stated that two syringes of sterile water instead of lubricating jelly syringe. Per follow up via email on 28mar2023, it was stated that due to the fact the issue was a mix up in packaging, there were no other details to report, nor did they save the actual package as the tray was used and not wasted.